Manufacturer narrative:
Investigation outcome: it was reported that during hiflowo2 therapy flow rate was set at 50 l/min, the device was reading 36 l/min. The therapist could not feel flow in the circuit and the device also alarmed for 'check for blockage'. No health consequences or impact and no intervention necessary. The log files show the reported alarm "check for blockage" and the reported issue. No device/parts were returned for investigation. Hamilton medical ag has requested further information. However, no further information was received. This case is considered as closed. If further information is received that changes this assessment, a follow-up report will be submitted.

Event description:
The following was reported to hamilton medical ag: "device on patient. Used for high flow therapy set on 50 liters per minute reading 36 liters per minute therapist states that they could not feel flow in circuit. Above was sent by biomed per staff. Also says they were getting check for blockage errors message." No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag ref: (B)(4).